Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient experienced another episode of syncope. It was unclear if the patient fell prior to or after the syncope. Review of the remote monitoring data found the same chronic low right atrial (ra) amplitude and low out of range pacing impedance measurements. At this time the system remains in service and no additional adverse patient effects were reported. The field representative was contacted and was not aware of this issue. The patient's following clinic was then contacted for additional information. An health care professional (hcp) confirmed the reported syncope was not related to the device or the ongoing impedance issues with the competitor ra lead. The patient has multiple co-morbidities. The hcp also informed that the patient passed away in (B)(6) 2016. The device was turned off prior to the patient passing away. The caller confirmed there were no allegations. No other information was provided and the root cause to the low impedance issue could not be confirmed, but did not appear related to the adverse event of syncope or the patient's subsequent death. The device was not returned.

Manufacturer narrative:
No additional information is available. If additional information becomes available the event will be updated at that time.

Event description:
Boston scientific received information that while the patient was in the hospital for non-cardiac reasons, they experienced syncope. A remote interrogation was performed which found one instance of high rate atrial pacing which did not correlate with the time of the patient's syncope. The interrogation also revealed low p-wave amplitude and low out of range pacing impedance measurements for another manufacturer's right atrial (ra) lead and this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the low impedance measurements were a chronic issue. Further evaluation of the system by the patient's following physician was recommended by a field representative. However, no further information was able to be obtained by the field representatives in the area. The system remains in service and no additional adverse patient effects were reported.